Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the set was infusing propofol on a patient and separated. There is no report of patient harm.

Manufacturer narrative:
The customer complaint of infusion separation could not be confirmed. A picture was provided by the customer, however it was not clear where the separation occurred. The root cause of this failure was not identified.

Event description:
The customer reported the set was infusing propofol on a patient and separated. The separation occurred "at the lower port and the top port", and the pump did not alarm. There is no report of patient harm.